Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was used for reconstruction procedure with braun-anastomosis between jejunums. When the device was fired to close the insertion port of the instrument, the center parts around 2cm of the staple line were unformed at the 6th firing. When the unformed site was touched with a forceps, the site was opened. The acral part and the proximal part of the staple line were proper b-formed. The unformed site was cut off and anastomosed by hand. There were no adverse consequences for the patient. The customer disposed of one device and one reload. The tissue thickness was as usual. The device did not fire across or near an existing staple line or clip. Reinforcement material was not used. There were no difficulty in closing and firing. All staples were deployed. 5 blue cartridges were used before this event and each firing were completed without any problems.